Event description:
Information was received from a patient receiving intrathecal bupivacaine and morphine (all unknown concentration and dose) via an I mplantable pump for non-malignant pain. It was reported that the reason for call was the patient stated they had their pump replaced on (B)(6) due to their being an issue with the catheter. The patient stated "for years" they went to their previous doctor for r efills but never got questions answered. The patient stated they started going to their current doctor in (B)(6) who did a dye study and found they had not been getting the proper amount of medication due to an issue with the catheter. The patient stated since the doctor had to replace the catheter they decided to replace the pump at the same time.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2024; UDI: (B)(4); ubd: 2020-03-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.